Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of an (B)(6). According to the complainant, the patient underwent a bronchial thermoplasty procedure on (B)(6) 2013. On (B)(6) 2013, the patient experienced an event of bronchial infection with symptoms of cough and sputum. It is unknown if medical intervention was required to treat the bronchial infection. Reportedly, the patient was considered "healed" as of august 12 2013.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.